Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that there was a software defect, defect-24784. When starting a new CT to fluoro flow, the user should have implants planned with towers and proceed to the operation screen. The surgical arm should then be sent to all the registered screws, and the towers appear in the visualization tool kit. The user must then exit the patient file, unlock the mount, mark the same case, and enter 'plan'. The user then must choose 'segmentation' from the drop-down menu and delete one of the vertebrae that got the tower in the previous flow. The user must then exit the patient file and start a new operate process with the same case, proceed to approve, and register and confirm all the vertebrae. Finally, user must choose skip. This results in an unexpected exit. Then when the user gets the system to recover, when the user clicks operation, the system unexpectedly exits again. There was no patient involvement.